Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system failed to power up. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and the customer reported that the system failed to power up, resulting in a complete system shutdown because of which no imaging or interventional procedures could be performed until power distribution was restored. The fse found a blown fuse in the pdm located in slot ny2 of the r cabinet and replaced the fuse. O further troubleshooting, fse confirmed that the ny3 pdm had failed beyond the fuse level and was non-functional. To resolve the issue, the fse installed a new pdm in the ny3 slot. The defective part was sent for analysis, wired foot switch, failure was found, and the failure was found to be cable defect, and visual inspection reveals issue with loose bracket and missing anti-slip. The defective part was sent for analysis, for power distribution module failure was observed, and the failure was found to be tripped fuse. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.